Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate contacted customer service in (B)(6) on behalf of the customer. He alleged that the customer received a blood glucose reading of 522 mg/dl using his contour link meter, while another meter read 192 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.